Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v552242, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. It was noted the patient had pain while urinating, increased urge, increased frequency, and pain in lower abdomen. It was reported the patient was prescribed sulfameth and trimephoprim for five days and phenazopyridine for three days. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2011.